Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought to the hospital after receiving several inappropriate shocks. Noise was seen on the iegm and the impedance trend was unstable. The lead was replaced and the patient is okay.

Event description:
Omnipod by insulet corporation. My pod had an occlusion error which happens a lot with this device. I have closely followed with manufacturer's installation instructions and still have problems with this product. I like the product but it can be a pain when these errors occur. I talked with their tech support people, and they stated they will no longer replace bad product free of charge. I changed my pod yesterday, and it should normally last for three days not one. I was sitting eating breakfast when it errored out. Dates of use: (B) (6) 2010 -- (B) (6) 2010. Diagnosis or reason for use: type one diabetes. Event abated after use stopped or dose reduced: yes.